Manufacturer narrative:
Carefusion has requested additional info from the user facility on the reported event and the status of the pt. As of 06/02/2015 there has been no additional info provided by the user facility. (B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as 06/02/2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/8/2015. Corrected data: life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.

Event description:
The user facility biomed reported that the device alarmed "ext high ppeak" while in use on a pt. The pt was removed from the device and placed on another device. There was no pt harm reported.